Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation and stent damage were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states xience prime is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is likely that the shaft separated and the distal end of the stent implant flared when the device was pushed as resistance was met. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a narrow lesion in the anterior tibial artery in the left leg. An unknown stent was placed distally. The 2.5 x 38 mm xience prime stent delivery system (sds) was advanced; however, resistance was met with the vessel. The sds was pushed; however, the hub separated inside the sheath. The hub was cut and the sds was removed manually. The stent was intact and still on the balloon; however, the stent struts were flared. No other treatment was performed and the patient was discharged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.